Manufacturer narrative:
(B)(4).

Event description:
New information notes that during dft testing with the new device, first two shock were aborted due to over current detection (high current measured at the device and low lead impedance). Third shock was not able to defibrillate the patient. Patient was externally defibrillated and successfully converted to sinus rhythm. Dft testing was successful with the new lead without adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 25.1cm was returned for analysis. External insulation abrasion was noted at 10.0-10.2cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of anomalous impedance.

Event description:
It was reported that during device replacement procedure, lead was capped and replaced on (B)(6) 2016 due to low hv lead impedance. Patient's condition was fine post-procedure.